Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra was displaying inaccurately high results compared to his back up meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call. On an unknown date in the morning, the patient reported testing his blood glucose on his lfs meter and obtained a result of "136mg/dl," the patient then tested on his bayer contour back up meter and obtained a result of "116mg/dl." Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reportedly that he normally tests 4-5 times a day, and his typical readings are "around 100mg/dl" the patient reported using self adjusting regular insulin and a set dose of nph insulin to manage his diabetes. The patient could not remember if he made any changes to his usual diabetes routine with regards to exercise, medications or diet on the day of the alleged issue. The patient reported developing "sweaty" symptoms 2 hours after the alleged inaccurate readings. The patient reported treating himself with glucose gel, and about 15-20 minutes, "felt better." The patient reported retesting prior to his next meal around 12:30pm on his lfs meter and obtained a reading "around 100 mg/dl." At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient was using an approved sample site to obtain the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient tested on his lfs meter and obtained an alleged inaccurate high result, developed symptoms suggestive of severe hypoglycemia and required treatment. The patient performed a meter to another meter comparison where that calculated difference of the reported results does not meet lfs' criteria for accuracy testing.

Manufacturer narrative:
Follow-up (7/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.